Event description:
Per contact, during the procedure, none of the bands would fire. Contact states they kept turning the handle and heard clicks. Another 000608 was opened and the procedure was completed successfully.